Event description:
It was reported that a pump has a system error 322. There was no reported pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom error 322 caused by loose nylon screws on the upper and lower switch bracket. The upper and lower auxiliary assemblies were replaced since they contain the nylon screws. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.